Event description:
It was reported that the ap lateral rotation handle on the 9600emi system was loose. It was noted that a screw was loose. There was no report of patient injury.

Manufacturer narrative:
The customer cancelled the service call as their internal bio-medical personnel rectified the loose handle. Service call closed.